Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08161. It was reported the patient had trial system and he received open circuit error code on the mts (multiprogram trial stimulator). Sjm representative met with the patient and attempted a new set of trial cables, but the issue did not resolve. It was reported the physician also observed lead migration and the physician opted to move forward with permanent implant. No further information was available at the time of this report.